Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with information to reset the pump and assisted in the process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump, with instructions to call back if the issue reappears.